Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient in acute myocardial infarction/cardiogenic shock was placed on impella cp for mechanical circulatory support. It was reported while the patient was being implanted impella cp the guidewire became loose from the left ventricle. The guidewire was removed from the body, cleaned with distilled water and inserted again successfully.